Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the pump supplies multiple times and the occlusions reoccurred. The customer's blood glucose (bg) level was 290 mg/dl. After changing the pump supplies, a bolus was delivered to address the bg level. A pump system check was performed using the current supplies on the pump. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed the infusion set site and resumed insulin delivery.